Manufacturer narrative:
The report from the field indicated the following: the physician attempted to cross the heavily calcified mid left anterior descending lesion with a 3.0 x 28mm cypher stent. This stent could not cross the lesion. While trying to remove it, the stent was caught in the 6fr medtronic guiding catheter. The whole system was removed. The physician then attempted to cross with a 3.0 x 18mm cypher stent. This stent was not able to cross, was withdrawn successfully and is not a reportable event. Two taxus stents were successfully places. The physician placed a 3.0 x 24mm taxus stent in the distal portion of the lad with a great deal of effort. He then placed a second taxus stent overlapping the first one. While trying to remove the taxus stent delivery system, the physician had a great deal of difficulty removing the balloon. After working on it for a long period, he ws finally able to remove the taxus balloon from the stent. There was no patient injury. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
Stent withdrawal difficulty.